Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a little skin infection at the midline incision site where the lead was superficial. The physician confirmed that the infection was not device or procedure related. The patient was prescribed with antibiotics and underwent a revision procedure wherein the incision was flushed and the lead was washed and buried deeper. The patient was doing well post-operatively.